Event description:
It was reported an undefined issue with the pump indicating a cartridge change is needed. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.